Manufacturer narrative:
The product returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was bent and over the membrane. The one-way valve was also returned attached to the extracorporeal tubing. The inner lumen was broken within a kink inside the membrane at approximately 19.8cm from the iab tip. The optical fiber was also broken inside the membrane at approximately 24.6cm from the iab tip. Lastly, a catheter tubing/inner lumen kink was found at approximately 75.4cm from the iab tip. The one-way valve was vacuum test and it held vacuum an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected at the inner lumen break site. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear the occlusion. The break found in the inner lumen appeared to had been the result of a severe kink, which failed and allowed blood to leak into the membrane. The evaluation confirmed the report problem. However, we were unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after approximately 10 minutes of intra-aortic balloon (iab) therapy, the customer noticed blood in the helium extension tubing and an iab rupture. It is unclear whether the blood reached the console. The customer stated that there was no difficulty during insertion. The iab was removed and a new one was inserted without issue. There was no patient harm or adverse event reported.

Event description:
It was reported that after approximately 10 minutes of intra-aortic balloon (iab) therapy, the customer noticed blood in the helium extension tubing and an iab rupture. It is unclear whether the blood reached the console. The customer stated that there was no difficulty during insertion. The iab was removed and a new one was inserted without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Report sent to FDA? Yes. Reference complaint #: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 10 minutes of intra-aortic balloon (iab) therapy, the customer noticed blood in the helium extension tubing and an iab rupture. It is unclear whether the blood reached the console. The customer stated that there was no difficulty during insertion. The iab was removed and a new one was inserted without issue. There was no patient harm or adverse event reported.